Event description:
It was reported that (2) er320 device were used during a laparoscopic nissen cholecystectomy procedure. It was reported by the rep that the er320 clips formed poorly and were loose. It is unk how the case was completed. There was no consequence to the pt.